Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm replace battery now. Customer's blood glucose at time of incident was unknown. Customer stated that this is second occurrence of the alarm without a low battery warning and confirming in alarm history customer was gotten multiple replace battery alarm. The customer was advised that the device would be replaced. The customer was advised that they may continue to wear the pump until replacement arrives if they insert a new battery.